Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed an accuracy test. This occurred during preventive maintenance testing in the biomedical service department. There was no patient involvement. No additional information is available.